Manufacturer narrative:
Sc-1132 sn:(B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients battery was nonfunctional. The patient underwent an explant procedure. Explanted ipg was discarded.

Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2020 from the date manufacturer became aware of the event.

Event description:
It was reported that the patients battery was nonfunctional. The patient underwent an explant procedure. Explanted ipg was discarded.